Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles had not insulin flow on 2 occasions during use. The following information was provided by the initial reporter: material no: (B)(4). Batch no: 0028907 it was reported 2 times this month she attached a new pen needle to her insulin pen and there was no insulin flow during priming. Stated she also noticed one of the pen needles to be bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles had not insulin flow on 2 occasions during use. The following information was provided by the initial reporter: material no: 320122, batch no: 0028907. It was reported 2 times this month she attached a new pen needle to her insulin pen and there was no insulin flow during priming. Stated she also noticed one of the pen needles to be bent.